Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d.1, d.4, g.1, h.4, h.6.

Event description:
Healthcare professional reported a right side "deflation." Device has been explanted.

Event description:
Healthcare professional reported a right side "deflation." Device has been explanted.

Event description:
Healthcare professional reported, a right side "deflation". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, brown and yellow particles on the shell, a curved opening on posterior, and flat creases. Leak test and microscopic analysis was performed which identified, a sharp opening on posterior. A dimension measurement in the shell was performed which identified, the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening on posterior assessed, as an unidentified (tear) opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side "deflation." Device has been explanted.